Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that a pt's eye collapsed during a vitrectomy procedure. In a f/u, the nurse reported that there was no harm or injury to the pt as a result of the collapse. She also stated there have been other pts who have experienced a soft eye during surgery. There was no additional treatments required or harm to these pts. The nurse was unable to provide additional details or pt identifiers related to these events.